Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by remote transmission the defibrillator discriminator does not appear to be matching well. The device remains in use. The device remains in use. No patient complications were reported as a result of this event.